Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed, resulting in non-sustained lead noise detection. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.